Manufacturer narrative:
(B)(4).

Event description:
The auto mode was not active at the time of event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s friend reported via phone call that the customer was in the intensive care unit on an unknown date. The customer's blood glucose level was unknown at the time of the event. The customer stated that the insulin pump and sensor was exposed to magnetic resonance imaging and was not regulating insulin. The insulin pump will not be returned for analysis.